Manufacturer narrative:
The device was not removed and therefore not returned for evaluation. Attempts to obtain additional details have been unsuccessful. Based on the information available, the exact root cause of this event could not be established.

Event description:
At an unspecified time post-operatively, a loose locking screw in a pedicle screw construct was identified. No intervention has been taken at this time.